Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). The meter result was 2.3 inr. Customer retested and the meter result was 1.6 inr. Customer ran a third test and the meter result was 2.4 inr. The customer's therapeutic range is 2.5-3.5 inr. Customer tests on a monthly basis.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Customer received error 5 during testing. Error 5 indicates there is not enough blood on the test strip to perform the test. Section e3: occupation is patient/consumer.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The meter date and time was not set correctly, observed results were unlikely obtained within 4 hours.